Event description:
The customer observed a falsely elevated alinity I stat highly sensitive troponin-I result for one patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2025, was 103.0, repeat result was <5.1 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott technical service specialist (tss) was dispatched due to the customer reporting a falsely elevated alinity I stat high sensitive troponin-I result on the alinity I processing module, serial number (B)(6). Through an extensive investigation, which included multiple troubleshooting procedures, the tss was unable to identify a single definitive cause for the elevated result, so the alinity I processing module, serial number (B)(6), was deemed the likely cause. Issue resolution was verified with a control run. No additional discrepant result issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2025, was 103.0, repeat result was <5.1 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
This updated final report is being submitted to include the additional information provided. Section b5 has been updated with the additional information.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2025, was 103.0, repeat result was <5.1 ng/l. There was no impact to patient management reported. Update: additional information provided on 01jul2025. The customer stated that due to the false positive result the patient may have been sent to the emergency room. No treatment was given and no impact to their management was reported. No further information was provided.